Event description:
A peritoneal dialysis pt has reported that she opened the cassette door and noticed moisture on the back of the cassette. The machine alarmed. Prophylactic antibiotics were administered as a precaution and there is no other known pt ill effects. The pt completed treatment with manual exchanges. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.